Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a load step malfunction issue. The pump dispensed insulin from the cartridge during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Evaluation revealed that the primary complaint regarding the load step was verified; the pump was unable to rewind and load. During evaluation, it was found that moisture inside of the pump resulted in an unidentified display failure. Evaluation revealed that the force sensor was out of calibration.